Event description:
Technician alleged that the brake caster would rotate if the stretcher was pushed on the side. No pt impact.

Manufacturer narrative:
The technician replaced the brake caster to resolve the issue.